Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl. Troubleshooting found the insulin pump alarmed no delivery during a manual prime. It was also found insulin was able to exit with a manual prime when a new infusion set and reservoir was applied. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer's blood glucose was 312 mg/dl at the end of the call. The customer agreed to return the product for analysis.